Event description:
In april 2006 the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high and would not power on. The seniro medical affairs specialist spoke with the patient two days later to obtain/verify information. Approximately 1 month ago, while at work, the patient obtained results in the 330 mg/dl and 350 mg/dl-range, while experiencing dizziness and sweating. He was alarmed with the elevated results and kept testing all morning, since the symptoms were characteristic when he was hypoglycemic. He ate lunch and took his prescribed 2mg. Amaryl. He could not recall the exact result or time of testing; however, at 2:00pm he decided to drive himself to the ER. A result of either 106 mg/dl or 100 mg/dl was obtained on the ER meter. The results were reported to have been 11 t0 20 minutes apart. No treatment was received at the hospital. He was diagnosed with a sinus infection and prescribed antibiotics. The patient had an appointment with a new physician the following day and was advised that his meter was reading inaccurately high based on his a1c test result (6.4%) and his logbook results ranging from 240 mg/dl and higher. The patient confirmed that the puncture area was being cleaned correctly and the correct technique was being used to apply the sample to the test strips. Although the patient initially reported that he couldn't recall if the unit of measurement and calibration code were set correctly, he confirmed that he was well aware of proper testing procedures. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The customer care advocate (cca) was unable to walk the patient through quality control testing. The patient also claimed that the meter stopped powering on. The cca verified that the patient was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The cca walked the patient through inserting a test strip all the way into the test strip port and pressing the power button on. The meter, test strips, and control solution were replaced.